Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.a DHR (device history record) was completed on for this product and no deviations, non-conformances, or reworks were observed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at unspecified date and time at the beginning of (B)(6) 2011, she allegedly obtained a low reading of "129mg/dl" as compared to an unknown source at the hospital. The patient stated that she manages her diabetes with glucotrol and denied making any changes to her normal diabetes management routine in response to the alleged issue. Approximately two days after the reported issue occurred, the patient claimed to have developed symptoms of "insulin shock" and in response to the symptoms, on (B)(6) 2011, the patient reported visiting her doctor where she was tested on the clinic's meter and obtained a result of "178mg/dl" and was treated with 5 units of insulin (unknown type). At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement however, it was noted that the patient obtained the blood sample from the artery. The cca educated the patient in regards to approved sample sites as recommended per the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical treatment after the alleged issue began.